Event description:
Child is quadraplegic due to accident. Attendant cathed pt, changed attends and positioned pt on lt side with pillows between legs. Attendant left at 0104. Ventilator was functioning at that time, no alarm going off. Mother awakened by vent alarm of 0125. Pt color was gray. Child could not follow directions. Mom ambu bagged child, and called for ambulance. Pt back to baseline by 0300 after hospitalization. Mom noticed the rubber flex tubing that connects the trach tube to the circuit got pulled. It is unk how the tubing became disconnected from the machine.